Event description:
The customer reported via phone call that their blood glucose readings were 360 mg/dl and then they dropped to 38 mg/dl the previous day. It was stated that it takes the customer a long time to get their blood glucose readings back down. The customer woke up with blood glucose readings between 360 mg/dl and 380 mg/dl and were not able to get the readings to go down until the afternoon. The customer declined assistance from helpline.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.